Event description:
It was reported via repair work order that the brakes were not functional due to damaged caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with results of evaluation. It was determined the brakes were not functioning properly due to damaged caster stems.